Event description:
Per the clinic, the patient experienced retention issue due to a thick skin flap. Subsequently, the patient implant magnet has been explanted on (B)(6) 2026 under general anaesthesia. The patient was reimplanted with another cochlear device during the same surgery.